Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient presented for an ablation procedure on (B)(6) 2024, and transesophageal echocardiography (tee) revealed a thrombus on the face of the closure device. The physician placed the patient on anticoagulation medication and will perform a follow up exam in 30 days. There were no patient complications reported.